Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to MFR for eval. The iab was discarded by the facility. (Event complications: none reported from the event - reported 12/6/96. (Pt's current status: unk - 12/6/96).